Manufacturer narrative:
(B)(4).

Event description:
The device was returned to the manufacturer after being explanted and replaced due to eos (end of service). The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary-the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor.